Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, after repeated non-recoverable faults, function could not be restored to universal surgical manipulator 4 (usm4) and the procedure was aborted. System functionality was checked upon powering on, and no issues or errors were observed. When the repeated non-recoverable faults occurred, the procedure had been in progress for approximately 45 minutes. The system was power cycled 3 times without success; due to the repeated non-recoverable fault, the system would not proceed without disabling usm4. The surgeon reapproximated the bladder neck to the prostate and the remainder of the procedure was aborted as the quality of the procedure would have been affected due to the unavailability of usm4. There were no post-operative complications. The following day, the remainder of the procedure was completed robotically, and there were no intraoperative complications or post-operative complications; the patient has since been discharged.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the non-recoverable fault, was able to reproduce the customer reported failure, and replaced usm4. The usm was returned for failure analysis, and the reported failure (non-recoverable fault) was confirmed and replicated. The unit was tested on an in-house system and failed in normal mode with errors triggered. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed possible related system errors, indicating non-recoverable faults on usm4.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) 4 to perform failure analysis (fa) investigations and was able to confirm and replicate the customer reported complaint. The unit was tested on an in-house system and failed in normal mode as errors were triggered. The unit was also tested on a patient side console fixture test platform and failed the check all boards test for the axes controller carriage (acc) and the fiber test on the rolling loop. The rolling loop fiber was swapped with a new one and the error went away, and the acc was detected. The original rolling loop fiber was reconnected, and the error returned. The rolling loop assembly will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.